Event description:
The customer reported to olympus that the hd camera head had a blurry image. There was no patient harm associated with the event. The device was evaluated, and it was found that there was no image. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. In addition to there being no image, there were no additional findings. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. Olympus will continue to monitor field performance for this device.